Manufacturer narrative:
Date of event is unknown h6 evaluation codes: updated h3: updated one infusion pump was received for evaluation. Visual inspection found the tamper seal missing but the rear label is intact. The device was observed to have no impact or corrosion present. The device?s event history log was unable to be reviewed as no event log was found. To conduct functional testing, the device had a voltmeter check, and software download performed. Upon testing it was revealed the tests couldn?t be successfully completed due to the ?unrecoverable lec 1260? Error message. The reported problem was duplicated. It was revealed the cause of the issue is the real time clock (rtc) battery being depleted and not backing up critical data. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously., corrected data: health effects corrected.

Event description:
It was reported that there was a lec 1260.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.